Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: black box showed power on resets. The battery compartment and battery cap were returned with no damage. The returned battery cap was able to completely tighten to the pump with the yellow o-ring not showing . The pump was exercised for 24 hours with no power interruptions observed. There was no moisture found in the pump. The pump was tested on a 29 hour flow accuracy test and was found to be delivering within specifications. The power issue was confirmed in the history but not duplicated during investigation. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that upon awakening today, the pump had no power. The reporter denies having any previous issues with pump rebooting, loss of power, loss of primes, or having issues with battery alarms. The battery cap has never been replaced and has been in use over 14 months. The reporter confirms the battery cap is secure, the yellow o-ring not visible, and denies any damage to the case. The reporter replaced the battery with a used battery, but the screen was allegedly still blank with no audible tones. The reporter denies getting the pump wet. Customer technical support (cts) advised the reporter to try replacing the battery with a fresh battery; however, one was not available. The reporter is disconnected from the pump and has a back up plan. The reporter also stated that she awakened with a blood glucose ( bg) of 480 this morning: last night at bedtime it was 135. The reporter did not check for ketones; feels tired, has some frequent urination and increased thirst, but has not contacted a health care provider (hcp). The reporter has a back up plan and was advised to contact a hcp. This complaint is being reported because of the allegation that the pump lost power without alarming to alert the patient and because, the bg excursion meets the criteria of an adverse event.